Manufacturer narrative:
Additional information received on (B)(4) 2016: comments from distributor : "the surgeon says it is a handling problem, so we will not handle it as an issue regarding mayfield anymore" integra has completed their internal investigation on (B)(4) 2016. The device was not returned for evaluation. A DHR review cannot be performed at this time as the lot number was not provided. No manufacturing or design related trend has been identified. The root cause could not be established since the device was not returned.

Manufacturer narrative:
Additional information was received on 11jul2016 with the following: it was confirmed that the patent's age was 18 month, one and a half year. Patient gender was unknown. The customer have probably used an a1059 and if they did not use that, they may have used an a2000. But the most used skull clamp are a1059. They have used the whole mayfield system after the event several times. It is the head doctor's word that it's a user failure and they're not at the moment sending it in for service. They're now instead planning on buying a new system. Additional information was received on 13jul2016 with the following: no information was provided in regards if the users have been trained; they have an old system. Their system are between 10-15 years old. The two surgeons at this event have a long experience with mayfield. It was reported that the incident was an urgent operation regarding life or death that took place in the middle of the night. So they made an decision to use the mayfield so they could do a good job with the operation of the tumor. They we also aware of the risk to use it. So the skull pin caused a fracture in the skull bone but they were aware of the risk of that.

Event description:
It was reported that the mayfield unit did not sufficiently work so the child incurred a fracture. Additional information was requested and on 08feb2016, the following was provided by the distributor: a (B)(6) patient with an underlying medical condition of a brain tumor underwent brain surgery during the weekend of the (B)(6) 2016. It was reported that the swivel adaptor and the skull clamp were not attached correctly; it did not fit and it was not tight enough. The patient was under anesthesia when the event occurred. The event occurred during preparation for the surgery. There was a fracture in the cranium that they had to operate after the tumor resection. X-rays were not available. The distributor was not sure how the medical staff finished the procedure, whether they made it work with the current devices or used another frame. The patient had to be repositioned to do the surgery. The event lead to an increase of surgery time by approximately 3 extra hours. It was unknown how the fracture was treated or the consequence for the patient due to the fracture. However, it was reported that "it went well".